Event description:
Surgeon was attempting lumbar laminectomy from l3-l5, and found that the pt's bone was soft and osteoporotic. The surgeon placed the screw holes close together and could not adjust the connectors to his satisfaction. The screws were removed and the surgeon chose to fuse using bone graft only, due to the softness of the bone.